Event description:
The needle was slow to retract and caused a needle stick injury.

Manufacturer narrative:
The returned units are currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)